Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Metal rod holding the brush head has snapped/cracked in half causing the head to come off in mouth - oral-b rechargeable toothbrush [device breakage] case narrative: consumer contacted via web and stated that the metal rod holding the brush head on their oral-b pro series (black) toothbrush had snapped in half causing the head to come off while brushing. No injury was reported.

Manufacturer narrative:
On 15-dec-2025 product investigation results: complained product will not be not available.

Event description:
Metal rod holding the brush head has snapped/cracked in half causing the head to come off in mouth - oral-b rechargeable toothbrush [device breakage]. Case narrative: consumer contacted via web and stated that the metal rod holding the brush head on their oral-b pro series (black) toothbrush had snapped in half causing the head to come off while brushing. No injury was reported. Follow up (15-dec-2025) - maltese product note updated.

Event description:
Metal rod holding the brush head has snapped/cracked in half causing the head to come off in mouth - oral-b rechargeable toothbrush [device breakage]. Case narrative: consumer contacted via web and stated that the metal rod holding the brush head on their oral-b pro series (black) toothbrush had snapped in half causing the head to come off while brushing. No injury was reported. Follow up received on 15-dec-2025 - maltese product note updated. Follow up received on 30-dec-2025 - maltese product note updated.

Manufacturer narrative:
30-dec-2025 product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.